Event description:
It was reported that one month post cardiac resynchronization therapy defibrillator (crt-d) system implant, swelling and drainage from the pocket were noted due to a pocket infection. The crt-d system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.